Event description:
The manufacturer received information from the customer stating that device will not power on and had electrical smell before powered off. Advised out of warranty will need to come in for repair estimate completed thermal event. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.